Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the malfunction was duplicated and the spo2 module was replaced to resolve the malfunction. The device was recertified and returned to the customer.analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to have any clinical impact; due to simulated rhythms do not impact the device's ability to be used clinically.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for spo2 function. Complainant indicated that there was no patient involvement in the reported malfunction.